Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with extracorporeal membrane oxygenation and impella cp device for mechanical circulatory support. While on support, flow decreased and could not be maintained. It was reported that the cause of low flow was most likely bleeding due to chest compression, which lead to the shortage of blood in the left ventricle and decrease in flow rate. Additional information was provided that noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-21054. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2024-21054. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-21054 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-21054 in accordance with updated procedures. H6 investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-21054.